Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Service territory manager (stm) reported that the iabp displayed "internal communication failure" on the screen when the hospital's biomedical engineer attached their pressure simulator through the adaptor cable. The stm replaced the adaptor cable as he found it to have been shorted. The iabp passed all functional and safety tests per factory specifications, was returned to customer, and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had an internal communication failure message during the biomedical engineer's routine checks. There was no patient involvement, therefore no injury or adverse event was reported.